Event description:
It was reported that total knee arthroplasty was performed with rosa knee. When fixed navi-tracker to the patient femoral bone with the pins, surgeon had a hard time to insert them because the patient bone quality was very good. When the surgeon removed them to re-insert, one of them broke at the tip. Subsequently, another pin was used to complete the procedure. Postoperatively, the broken tip was seen on x-ray. No revision is planned. No additional information.

Manufacturer narrative:
(B)(4). Report source: foreign: country: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Physical and technical evaluation was performed. The reported fractured tip of the pin was confirmed. Additionally two pictures provided also display the broken pin tip. Review of the DHR for p/n 20-8000-00-10, lot # 65443479 (cas fix pin 3.2d x 150mm str) did not identify any related deviations or anomalies which would have caused or contributed to the reported event. The root cause of the broken pin could not be determined precisely with the information available. Possible contributing factors are excessive force and/or off-angle application during insertion/removal. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends